Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. It was reported that the hcp contacted the reporter inquiring about service code 234 that was noted on the tablet when they saw the patient last week. The agent reviewed that this was the report version of service code 99 which would be for a pump motor stall. The reporter did not have any further information at the time of the call. The agent suggested that the caller inquire if the patient had an MRI and call back if they had further questions. The issue was not resolved on the call through troubleshooting. Additional information was received on 08-oct-2024 from the hcp via the company representative who reported that the cause for seeing the motor stall service code was not determined/the cause was unknown. The hcp stated that the refill volume was, ¿spot on¿ and that he believed the pump is and had been infusing correctly. The plan was to re-interrogate the patient¿s pump at their next appointment, read logs, and ensure that the error code was gone. The patient¿s next appointment had not yet been scheduled. It was noted that the pump was still implanted and providing therapy for the patient. There were no complaints of decreased efficacy or pain relief by the patient and per the hcp, there was no active alarm to silence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.